Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number. (B)(4) zimmer.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number. (B)(4) zimmer.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on. Subsequently, the patient was revised six (6) months post implantation due to disassembly of the implants. Cause is unknown and there were no contributing factors or conditions.

Manufacturer narrative:
(B)(4). D10: 650-1068 cer option type 1 tpr sleve +6 3213292. 650-1055 cer bioloxd option hd 28mm 3216989. G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.